Event description:
The customer reported, while using a hand held intermec barcode wand, read a sample barcode as "184327409" instead of "018gg27409". A hepatitis surface antigen assay was being run at this time. No death or serious injury was associated with this event.